Manufacturer narrative:
Initial.

Event description:
It was reported that the user received low glucose alerts at 70 mg/dl and experienced a low blood glucose of 66 mg/dl, which was treated with oral carbohydrates, and the user reported no symptoms. Symptoms included no reported clinical effects consistent with hypoglycemia. Outcomes included resolution of the low glucose with self-treatment and no hospitalization. Investigation included troubleshooting and user education regarding device alerts and glucose thresholds. Investigation of this case revealed no device malfunction and that the alert behavior was consistent with device design and expected performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.